Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's pulse pins were bent. The root cause for the damaged pins was unable to be identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.